Manufacturer narrative:
No fault was found with the returned pad 300p device. The pad-pak used in the event was not returned for investigation but it was considered likely that the pad-pak used in the event was that which was originally installed in the device in (B)(4) 2007. If this was the case, the pad-pak would have exceeded its expiration date by more than 8 months at the time of the reported event. The pad-pak (batteries and electrodes) used in the device is for single use only but the pad 300p defibrillator is a multi use device. It is not known if this was the first use of the pad 300p device.

Event description:
The device was used on a pt and issued a low battery warning and switched off automatically. The device was switched on again, went into analysis, issued a "check electrodes" prompt and switched off again. The pad-pak used in the event was not returned for investigation despite numerous requests for its return. The outcome for the pt was not revealed despite numerous requests for info.